Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose levels and was treated by eating fruits, chips, and other carbohydrates on (B)(6) 2026. No further information available.